Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the ¿up¿ and ¿down¿ arrow buttons were responding intermittently and also caused the screen to scroll. Reporter stated that the symbols were also worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages including worn keypad symbols. Investigation found that the keypad cover was intact and the ¿up¿ and ¿down¿ buttons were responding intermittently. Removal of the keypad cover found contamination under all the button contacts. Unrelated to the button issue, the pump powered up to a dim and discolored verify screen. In addition, it was observed that the battery compartment was cracked from the threads to the finger-pad, as a result the pump failed a leak test. Moisture corrosion was observed in the battery compartment. When the pump casing was open, no evidence of moisture intrusion was observed in the pump interior.